Event description:
Solicited communication. Per patient, she had 2 cassette malfunctions recently. She received no disposable pump won't run error. Patient used a new cassette and pump started running fine. Per patient, both pumps are working. Patient is on premix remodulin, she does not have serial number for malfunctioning cassettes. Patient does have malfunctioning cassettes in her possession. No other information known. Prescriber has not been notified. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette is available to be returned for investigation? Yes; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported (B)(6) by pt/caregiver.